Event description:
The customer reported the system is displaying ma sensor error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage regulator, generator driver, and filament driver pcbs. System operates as intended. (B)(4).